Event description:
During an index procedure where they were treating the last ica, a stent was placed to pack up a coil that was coming out to the parent artery. When removing the micro catheter, the stent migrated back.

Manufacturer narrative:
The device involved is not available for evaluation and testing. However, additional information has been requested and will be submitted within 30 days upon receipt.